Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the shaft under the balloon collapsed during balloon pressurization and the guidewire couldn't be reinserted. The dr. Pulled the guidwire out & poured salt solution with heparin into the guidewire lumen to prevent blood clots, wherein the dr. Was able to complete the procedure without further complications.